Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the unit assembly and notice the unit was missing the media and retainer from the filter guard assembly. An investigation was performed including use testing, heat testing, and freezing testing, but no failure were detected. The failure analysis was unable to duplicate the reported issue in a laboratory setting, the device operated to manufacturer specifications.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation. The user facility has stated that the device is available for evaluation but no onsite evaluation or product return has been scheduled. Once a device evaluation is performed then a supplemental report will be submitted.

Event description:
The user facility reported that their medical professional removed the avea ventilator in order to suction the patient but upon reconnecting the ventilator to the patient with an atomizer, the avea ventilator stopped working without an audible or visual alarm. The medical professional changed the ventilator to a different device and stayed with the patient. The patient's condition deteriorated and the patient died 3 hours after the incident. The user facility determined that the medical professional intervened in a timely manner and that there is no direct relationship between the ventilators failure and the patient's death. The user facility states that the patient's death is potentially caused by the failure of the patient's heart.